Manufacturer narrative:
(B)(4). Concomitant products: sheath: 6f, 20f edwards e-sheath, edwards aortic valve, 14f edwards dilator, heparin. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR reference number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first device had a cuff miss and the foot plate would not return to the original position. The proglide device was removed with the foot protruding approximately 2 mm out of the device. There was no damage to the artery. For the second proglide device, closing the footplate was difficult. The second proglide device was advanced into the artery and the lever was opened and closed a few times and the foot closed. The suture of the second proglide device deployed successfully. The sheath was upsized to 20f and the tavr procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of the second proglide device and the sutures of a third proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The retraction problem was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.